Manufacturer narrative:
Block a2: age. Patient age is approximated based on the median age. Block b3: date of event and d6a: implant date. Approximated based on the article date range reference of september 2019 and november 2022. Block d4: expiration date and h4: device manufacture date the suspect device upn and lot number are not reported; therefore, the manufacture and expiration dates are unknown. Block g2: report source: this article was obtained from an external vendor, there is no doi or url that can be provided. However, the article was reported at the japanese society of gastroenterology hokkaido branch regular meeting. Block h6: imdrf impact code f2202 captures the reportable additional endoscopic procedure. Imdrf impact code f2301 captures the additional stent implanted.

Event description:
Boston scientific corporation became aware of the following event through the article titled, "clinical results of transgastrointestinal ultrasound-guided endoscopic drainage using lams for peripancreatic fluid collection (pfc)", by dr. Hiroki yonemura of hokkaido university. The retrospective study analyzed the data of patients who had undergone endoscopic ultrasound-guided transgastric drainage (eus-td) for peripancreatic fluid collection (pfc). Between september 2019 and november 2022, among the 79 cases in which eus-td was performed for pfc, there were 29 cases wherein lams was used. The aim of this study was to clarify the current clinical results of lams. According to the article, a total of 29 patients were examined, male to female ratio 19:10 and the median age was 66 years (20-96). The treatment details were gastric and duodenal. The maximum diameter (median value) of pfc was 73 mm. The lams used was 10x10mm in 8 cases, 15x10mm in 18 cases, and 20x10mm in 3 cases, and the median pretreatment time was 3 minutes (2-5). The procedural success rate was 100% (29/29), and the clinical response rate (reduction in pancreatic vesicle diameter within 48 hours) was 93.1% (27/29). In cases in which the patient was unable to achieve successful recovery, the pfc was reduced by repeated endoscopic necro-excision and additional insertion of lams. There were two cases in which necrosectomy was performed, and both cases improved after 4-5 treatments. No further information, including device availability for evaluation, has been obtained.